Manufacturer narrative:
Additional information: the resolute integrity stent was supposed to be deployed in a provisional strategy from the left cx to the om. This was a case of low contrast percutaneous transluminal coronary angioplasty (ptca) as the patient's creatinine was elevated. There was 70-80% stenosis in left cx-om, and the vessel was not very tortuous. Further morphology was assessed with intravascular ultrasound (ivus) which revealed moderate calcification. There were no previous stent implanted. The lesion was pre-dilated, followed by plaque modification was performed with a cutting balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: force was applied during delivery. The patient status is ok and doing well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute integrity coronary drug eluting stent to treat a severely calcified lesion in the mid circumflex (cx) artery to obtuse marginal (om). The device was inspected with no issues. The lesion was pre-dilated with a cutting balloon. Resistance was encountered when advancing the device. It was reported that the stent failed to cross the lesion. The stent was advanced but nothing happened. A big wire was used to help advance the stent and there was a gritty sensation during advancement. The stent was removed and on observation the stent strut was opened in the mid part o the stent. Flaring was seen in the center of the stent. No stent inflation had been done before removal. No patient injury reported.

Manufacturer narrative:
Additional information: negative prep was performed with no issues noted. Product analysis summary: the stent was positioned on the balloon between the marker bands as per position specification, but due to mid stent misalignment the stent did not meet visual acceptance specification. No deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.